Event description:
Rep reported, "a new shunt in pt. Surgeon primed it and saw flow in distal catheter. Implanted valve, which had a unitized distal catheter. Implanted ventricular catheter. Did not see flow once connected. Took the distal catheter off by cutting it. Also, tested flow of valve with manometer and said there was not flow. Surgeon then put in new valve, which worked fine. Procedure which usually takes 30 mins to him almost 3 hours. Pt was okay according to surgeon but was under anesthesia longer then necessary."

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. A codman hakim programmable valve right angle with siphon guard and two pieces of catheter (approx 29.5 cm and 81 cm long respectively) were returned for evaluation. Also, attached to the valve (outlet side) there is a piece of catheter of approx 11.5 cm in length. Visual examination under appropriate magnification did not reveal any evidence of blockage, damages or improper use that could cause the difficulty reported. Valve was submitted to flow test using a syringe with distilled water and it passed the test. Both pieces of catheter were also tested for flow and passed the test. No occlusions were verified. The difficulty reported by the customer could not be duplicated. The device history records were reviewed and they confirmed that the device conformed to specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.